Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this pacemaker device was declared its end of life (eol) and it showed 2.5 years remaining. Boston scientific technical services (ts) recommended changed out. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device was declared its end of life (eol) and it showed 2.5 years remaining. Boston scientific technical services (ts) recommended changed out. This device was explanted. No additional adverse patient effects were reported.